Event description:
It was reported that pump touchscreen intermittently responded or became unresponsive, requiring multiple taps and extra time to complete actions. There was no reported impact to the customer¿s blood glucose level. Customer requested follow-up from customer technical support, but no additional information was obtained at that time, and pump was noted to be out of warranty with serial number not confirmed and active serial number on file instructed for use.